Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument had a deformation in the opening and closing part, and disconnection of the wire was also observed. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the grip routing. There was material missing and the conductor wire exposed. The conductor wire insulation was damaged, but the wire was not fully broken. The instrument grips were manually manipulated, the instrument failed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation do not show damage. The instrument was placed and driven on an in-house system. The instrument opened and close properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.